Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have over-delivered medication. It was reported that the "reservoir volume during disconnecting at night is still on 80 or 90 while the cassette is almost empty and the pump is running well." Per reporter it was unknown if more medication that what is prescribed was being delivered due to the reported issue. It was reported that various people connect the patient so it was not able to verify that the reservoir volume was always set correctly. Per reporter it was always reset when a cassette was attached. No adverse patient effects were reported.